Event description:
The manufacturer received information alleging sore throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging sore throat an issue related to a CPAP device's. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an dust-like contamination in the iso (international organization for standardization) port, slight dust-like contamination (inconsistent with sounds abatement foam degradation) at the air inlet of the blower box, dust-like contamination on top of the blower motor, and the blower motor seal. Black dust-like contamination (inconsistent with degraded sound abatement foam) in the bottom of the enclosure, dust-like contamination on the bottom of the blower motor and inside of the blower motor, potential mineral deposit spots on the bottom of the blower motor and inside the blower motor, indicating potential water ingress. Potential mineral deposit spots on the bottom of the blower box, indicating potential water ingress. Also, the was a brown fluid/water spot, black contamination, consistent with keratin, tiny unknown white and black specks of contamination (inconsistent with degraded sound abatement foam) in the bottom the blower box, a tiny piece of black contamination (inconsistent with degraded sound abatement foam) in the inside of bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust like contamination and was not able to confirm the complaint or address the symptoms specified. Sections d8, d9, h2, h3, h6 has been updated in this report.